Event description:
Caller tested 4.1 inr, 2.8 inr and 3.0 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system; however, the suspect strips will not be returned as the customer has used them up. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.